Event description:
According to the available information, the patient felt the tip of the catheter was slightly wider than the rest of the catheters and was too big. The patient removed the catheter while being guided to insert the same. A small clot was passed into the catheter bag once the new catheter was inserted. Successful with insertion of releen catheter.